Manufacturer narrative:
Physio-control evaluated the device. The root cause of the reported problem was determined to be due to a failure of the therapy connector assembly. After replacing the therapy connector assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the device inappropriately dumped the defibrillator charge. There was no patient use associated with the reported event.